Event description:
It was reported that the patient started to leak more urine with an artificial urinary sphincter (aus) after almost twenty years. Patient liaison referred the patient to an urologist.